Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implantation procedure, the patient experienced glare and halos. The clinical reason was mentioned as mechanical complication of iol. The lens was explanted and exchanged for a non-company lens in the secondary implant procedure and there was no further impact to the patient. Additional information was received and stated that glare and halos were made worse by pupilloplasty. In the surgeon¿s opinion, the product contributed to or caused the event. The surgeon¿s prognosis patient condition was good.